Manufacturer narrative:
(B)(4).

Event description:
Revision surgery due to hip dislocation with suspected disassociation of the ball head from polarcup pe insert. A first try in emergency room to do a closed reduction did not work.